Event description:
It was reported that when the blade was activated, metal flakes shed from the inner blade during procedure. The procedure was completed with another blade. No patient injuries or complications were reported.

Manufacturer narrative:
One 7210486 disposable 3.5mm full radius bone cutter blade returned. This product is sold as a box set of six blades. These are not to be sold individually. The device returned is used. It has no obvious disfiguration. This device spins freely and shows no obstruction. Visual inspection of the inner blade shows a light skiving beginning. There are also vertical scratches. The cutting edges are dinged and chipped. These symptoms have been found to cause fine metal shedding. Shedding has been found to be consistent with wear bands created from inadvertent excess side loading pressure being applied to the device. There have been no other reports of this failure mode for this production lot.